Event description:
No new information

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection. The reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component problem; known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup and inspection prior to use, the bronchovideoscope exhibited image snow. There were no reports of patient involvement.